Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for visual examination. Review of the device history records did not identify any deviations or anomalies during manufacturing. This device is intended for treatment. No evaluation of the pictures/x-rays as the reported event is already known and addressed in a previous CAPA. According to the received surgical reports, the reported event can be confirmed. No further investigation required as this issue is known and addressed in CAPA (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical devices: metasul durom, component for femur, cemented, 42/h; item# 01.00211.142; lot# 2233625 g2 - foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00409 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven years after initial implantation, the patient underwent a revision due to impeded range of motion and elevated metal ion levels. During revision, extensive metallosis with a large pseudotumor and tissue damage was noted. The bone defects resulted in a fracture fragment of the greater trochanter during acetabular preparation. Due diligence is in progress for this complaint; to date no additional information or product has been received.